Event description:
No alleged malfunction was reported by the customer. It was reported that on (B)(6) 2024, at 16:54 (4:54 pm), a patient was placed on the tm80 telemetry monitor connected to a benevision dms, had ventricular tachycardia (v-tach)/ventricular fibrillation (v-fib) to asystole episodes, continued until 17:56 (5:56 pm). The alarm was allegedly silenced at the workstation. Code was called and chest compressions started. Patient expired.

Manufacturer narrative:
Mindray field service representative collected system logs and patient database for investigation. Mindray evaluated the data and confirmed that the tm80 used with the benevision dms performed per specifications. Mindray's tm80 telemetry monitor and the benevision dms server generated the corresponding alarms normally. However, because the user had the workstation in local standby mode for the tm80 that was actively monitoring the patient, the corresponding alarms were not displayed at the workstation.

Event description:
No alleged malfunction was reported by the customer. It was reported that on (B)(6) 2024, at 16:54 (4:54 pm), a patient was placed on the tm80 telemetry monitor connected to a benevision dms, had ventricular tachycardia (v-tach)/ventricular fibrillation (v-fib) to asystole episodes, continued until 17:56 (5:56 pm). The alarm was allegedly silenced at the workstation. Code was called and chest compressions started. Patient expired.

Manufacturer narrative:
Mindray field service representative collected system logs and patient database for investigation. The investigation is ongoing.